Event description:
The tube was tested prior to use and nasal intubation performed. 1.5 or 2 days after intubation, the air leakage alarm indicated on a connecting ventilator. As a nurse checked cuff pressure on gauge, the cuff pressure did not rise. The nurse tried to put additional air into cuff with gauge. Pressure did not rise. Extubated tube and found that the cuff was damaged. The product was tested prior to use and no defect was noted. Re-intubation was necessary with no reported patient harm or injury.